Event description:
In 2006 the lay user/reporter (pt's son) contacted lifescan alleging that the one touch basic was displaying the battery symbol, which first showed up in 2006. The pt has owned the meter since 1996 and cannot recall when the battery was last replaced; however, he has been testing twice a week until the meter stopped working in 2006. The reporter did not have a replacement battery to troubleshoot the issue. In 2006, the pt was feeling unwell but did not attempt to test until 10pm when he started to feel hypoglycemic (drowsy and his right was shaking). The pt was unable to obtain a reading due to the power issue and was unable to provide any additional meter readings prior to the developing the symptoms. The pt's family called for an ambulance, which arrived shortly after 10pm. Before the ambulance arrived, the pt's wife and son attempted to give the pt a biscuit and a drink but the pt only managed to eat a little since he was very confused. When the ambulance arrived, they tested his blood sugar, which was "2.5 mmol/l" on their meter so they gave him an injection (reporter thinks it was glucose) and also tried to give him more milk, sugar, and a biscuit. The ambulance transported the pt to the hosp where he had some test and x-rays done. The pt does not know what his blood sugar was upon arrival at the hosp and he think that he did not receive further treatment. The pt was diagnosed with hypoglycemia but was also told that he could have had a virus or infection. The hosp ruled ut a mild stroke since the pt had good movement in both of his arms. The pt stayed overnight and was released the next morning with a blood sugar level of "7.5 mmol/l." The pt did not make any adjustments to his insulin dosage based on the meter readings but was advised to decrease his dosage after his hosp visit. This comlaint is being reported because the pt unable to test because hypoglycemic; and eventually required med treatment at the hosp lifescan replaced the meter, test strips, and control solution.